Event description:
During a ptca/stent precedure, two 3 mm guidant stents were emergently implanted in the rca. The pt suffered two additional heart attacks attributable to the previously implanted guidant stents. The pt had a totally occluded proximal rca stent that revealed total occlusion of the mid rca. Ivus revealed that the previously placed mid rca stents that had been implanted were not fully deployed and had subacute stent thrombosis.